Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to duplicate the reported complaint. Event logs confirmed many 25745 errors on the patient clearance button. The customer had not previously experienced any issues with patient clearance button despite persistent 25745 errors. The universal surgical manipulator (usm) was replaced, and no further issues found. System tested and verified as ready for use. The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported issue. The unit was tested on an in-house system and triggered error 25745. The button test for the system also failed tornado down. The unit was also tested on the patient side cart fixture test platform (pftp) and failed the direction test. A golden axes controller spar button board3 (acsb3) w/ insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) and flat flex cable (ffc) were installed and passed. The errors came back with the original components. As a fix, the acsb3 w/ insertion cva pca and ffc were replaced.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, customer reported that the universal surgical manipulator 4 (usm4) patient clearance button on tornado was not working. Technical support engineer (tse) reviewed error logs and confirmed the errors. The customer is proceeding as a 3-arm setup to continue with the case as planned. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information: no patient demographics are available, but procedure was completed, and no patient injury was reported.